Event description:
Customer reported the panorama central station shut down possibly due to an electrical storm, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the system. A loaner was provided to the customer while it is being returned to the company's national repair ctr for repair.